Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had empty reservoir despite recently filling the reservoir with 240 units of insulin. The customer also reported performing an infusion set change prior to filling the reservoir. Troubleshooting found the customer's daily total and priming history was correct. Customer was advised to monitor the insulin pump. The customer's blood glucose was 183 mg/dl. The reservoir will not be returned for analysis.